Event description:
It was reported that, "pt complaining of anterior knee pain and laxity. Dr revised knee to address this. On removal of insert and patella, oxidation of poly was noted. No major wear, but yellowing of poly had occurred."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00885.